Event description:
It was reported that the device was used during an appendectomy. The device was fired and then it locked up and the jaws would not open. The device was cut around and taken off the tissue. Another device was used to complete the case. There was no adverse consequence to the pt. One device is being returned.

Manufacturer narrative:
Evaluation summary. The analysis results found that the tsw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test and it fired, cut and formed the staples as intended. The device fired with out any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.